Manufacturer narrative:
(B) (4): results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The distal half of the stent implant was returned inside the proximal end of the protective sheath. There was no damage noted to the stent implant. The balloon was returned flat. There were faint crimp mark on the balloon between the markers. There were two bends in the hypotube, 58 and 74 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. The inner diameter of the flared end of the protective sheath was measured with pin gauges and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product is consistent with the reported information the sds was advanced into the patient anatomy. There was contrast in the inflation lumen and balloon, which is consistent with the preparation of the product. The balloon was returned flat, which is consistent with the reported information the balloon was inflated. Analysis confirmed the reported dislodgement. The distal half of the stent was inside the proximal end of the protective sheath. There was no damage noted to the stent. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. The outer diameters of the stent were measured and met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. It should be noted in the vision instructions for use it states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted two bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause for the reported stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that this was an ami case. After thrombus was aspirated, pre-dilatation was performed. The 3.0 x 23 mm vision stent delivery system (sds) was delivered and inflated in a patient anatomy, it was not noticed that the stent had come off of the sds balloon. When ivus was performed there was no stent seen at the lesion. The dislodged stent was found inside of the protective sheath. Another company's stent was deployed to complete the procedure. There was no reported patient effects. No additional event or patient information is available.